Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Due diligence is completed for this complaint.

Event description:
It was reported that the bottom of the mesher where the roller pushes the skin graft through was broken, and the comb was damaged and missing one of the silver teeth on the end. It was noticed prior to use and was not used for the case. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: tech confirmed the unit was broken as the comb and bottom roller were both damaged. The comb and bottom roller were replaced, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to maintenance deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.